Event description:
Complainant alleged that during biomed testing, the user was unable to select energy level and the device changed energy on it's own. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
MFR has not received the device for evaluation and this complaint is still under investigation.